Manufacturer narrative:
Clarification to h10 related report numbers: it has been identified that this record, mrn 9617229-2025-01718, is a duplicate of mrn 9617229-2025-01961. Please see mrn 9617229-2025-01961 for reportable events.

Event description:
It has been identified that this record, mrn 9617229-2025-01718, is a duplicate of mrn 9617229-2025-01961. Please see mrn 9617229-2025-01961 for reportable events.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This record relates to an unknown side. The device remains implanted.